Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this device exhibited an atrial tachycardia response (atr) episode due to high-frequency noise on the right atrial (ra) channel, which the device oversensed. The noise appears to be electromagnetic interference (emi). P-waves were visible through the noise, and the device continued to deliver ventricular pacing despite the interference. This is the only atr episode that appears to be noise on the ra channel. It was noted that the health care provider was unaware if a surgical procedure resulted from the noise and plans to follow up with the patient. The device remains implanted and in service, with no adverse effects reported for the patient.